Event description:
It was reported that the insulin pump had a blank display that would not turn on. The customer's mother stated that her son when to input his blood glucose reading when he noted that the screen went blank. She stated that she was trying to see what was going on and observed a black screen. She then saw the device give a countdown. Upon troubleshooting, the insulin pump's display did return and passed the self test. She was advised that the device was working as designed. It was likely that the battery cap had experienced some trauma, and she was advised that a replacement cap would be sent. The caller did not provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.